Manufacturer narrative:
Retainer ring: clear. The insulin pump was returned for cosmetic damage, missing segments/partial display, and audio/vibrate anomaly/absence of alarms found on (B)(6) 2021. Thus and carelink software was utilized and downloaded trace/history files properly. The devise passed displacement test and self test. No missing segments/partial display noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No insulin pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No insulin pump error 63 alarms noted in the insulin pump history / trace files. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, stained keypad overlay, and cracked retainer ring. Cosmetic damage was confirmed where scratched case, stained keypad overlay, and cracked retainer ring was noted. Missing segments/partial display not confirmed during testing. Audio/vibrate anomaly / absence of alarm not confirmed during testing or in the insulin pump history / trace files. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no alarms no vibrations prior to self test. Customer stated insulin pump did not vibrate during vibration test, tone and alarms good. Customer stated that insulin pump had lines on the white screen in self test. Customer stated that insulin pump was dropped and reservoir had scratches. Customer stated that the insulin pump rattles when they shake it. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.